Event description:
On 12/13/04, the patient contacted lifescan alleging that his one touch ultra meter was reading the incorrect unit of measurement. He ate food and/or drank beverage after attempted use of the reported meter. He went to the ER when he saw the decimal point in the meter result. His blood glucose level was check in the ER; however, the result was not provided. The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. The patient stated that the meter had previously been set to the incorrect unit of measurement and he had not recently changed the meter settings. There is no indication that the patient experienced injury or medical intervention due to the meter. Based on the apparent spontaneous change in the meter units of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.